Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis. H6: health effect clinical code - cyanosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (b)(60 2026, it was reported that the patient experienced vomiting, feeling weak, dizzy, and was ¿turning blue¿ (no issues with breathing were reported, but this was understood as cyanosis). The cgm reading was 6.2 mmol/l, but no fingerstick was taken at that moment. The patient tried drinking some water but had to vomit again when doing this. No further treatment was done and the patient was brought to the hospital by her friend. When a fingerstick was taken at the hospital the cgm reading was around 6.0 ¿ 7.0 mmol/l, and the blood glucose reading was around 27.0 ¿ 30.0 mmol/l. The patient would have experienced diabetic ketoacidosis. The patient was treated with intravenous insulin, ceftriaxone, and other unspecified medications. A CT scan and xray were done as well, but no results were reported. At the time of the report, which was 2 days after the event date, the patient was still at the hospital. However, the patient stated she was feeling stable already. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.